Event description:
Throughout college I received a total of 5 fillings. No prior fillings to these. These were amalgams containing mercury. Within 2 years symptoms of irritable bowel syndrome, lactose intolerance, and cystic acne started to appear. These symptoms became increasingly worse as the years progressed to include chemical and food sensitivites to include face reddening with almost any food ingested, night blindness, and depth perception problems. By 2000, started having constant pain in abdomen from digestion issues, was taking medication for acne. When getting my amalgams replaced in 2003 the dr did a test to see mercury vapor test in my mouth after chewing gum for a few seconds to reveal the mercury level was at .05 mg/m-3-.